Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event. The event occurred after 3 hours of infusion and the insertion site was at abdomen. The blood glucose level at the time of event was 400 mg/dl and patient resolved it with correction injection via multiple daily injection (mdi) followed by changing supplies as necessary and resumed insulin therapy. The patient went to the emergency room on (B)(6) 2024 and was hospitalized for high blood glucose value of 460 mg/dl. Health care personnel identified reduced kidney function and appendix inflammation. The patient was treated with intravenous (IV) and fluids of saline followed by changing infusion set and cartridge and bolus from the pump. The patient was discharged from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6003317 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003317 was manufactured according to the wi version 107 manufactured in the inset 3, on 21/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003317 and no other more complaints have been registered in database for the same lot 6003317 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, two more complaints received on the lot in question and malfunction code, no further actions are required.

Event description:
To date no additional patient or event details have been received.